Event description:
On (B)(6) 2018, this patient underwent endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis featuring c3. After the contralateral leg component was deployed, ballooning was performed. Angiography then showed a dissection in the right common iliac artery. Coil embolization was performed in the right internal iliac artery and an additional contralateral leg component and an iliac extender component were implanted to treat the dissection.

Manufacturer narrative:
Manufacturing site for device.